Event description:
It was reported to arjo representative that there was an incident with maxi twin passive floor lift and passive clip sling. It was stated that the patient was being transferred from the bed to the wheelchair, when one of the clips detached from the lift spreader bar. Following information provided, detachment was a consequence of clip incorrect attachment before transfer. As a result of incident which occurred, the resident fell of the sling to the ground and sustained head injury (open skin tear) and hematoma (bruise). It was also stated that stitches were applied.